Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during preparation, when the 30 inch ats cylindrical cuff, dual port/single bladder was inflated, it was observed that the cuff was unable to retain adequate pressure. It was noted that this cuff was in circulation for less than a week. There was no patient harm or surgical delay involved and an alternate cuff was available to complete the scheduled procedure.